Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during the implant procedure, the implantable cardiac monitor exhibited a loss of sensing. The device was not used. Another device was implanted successfully. No patient symptoms were reported.

Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-03041. Date returned to manufacturer date should be april, 20, 2016; not april 18, 2016.